Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to (B)(6) 2012. Of the information obtained from the device there was no evidence to indicate that the device may have been switching itself on automatically. Investigation was unable to replicate the fault reported or any component in the device. The pad-pak was not returned with the device and was not tested as part of this investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.